Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of three reports associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis is confirmed based on home patient (hp) acknowledgement that he reused the disposables. The cause of the peritonitis was determined to be use error-poor aseptic technique. A review of all batch record documents was performed for h11d26012, h11c17070 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed on the homechoice at-home patient guide. The guide includes directions in how to address general therapy procedures as well as troubleshooting. It also states the patient should not reuse the disposable set and the set should be discarded after any use. Reusing the disposable set can result in contamination. If a bag becomes disconnected during therapy, instructions are given on the end therapy early procedure. The labeling provided in the patient guide was found to be sufficient for the use error identified in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A consumer called baxter and reported that on a date in (B)(6) 2011, the home patient (hp) reused the peritoneal dialysis (pd) disposables. On (B)(6) 2011, the hp exhibited symptoms of peritonitis. On 22jun2011, the hp was hospitalized for peritonitis. Treatment administered was not reported. Causality was reported as reusing the disposables. On (B)(6) 2011, the hp was discharged from the hospital. Recovery was ongoing at the time of this report.